Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A manual "try it" test was performed and the device sounded. A drop test was performed and the test passed. The receiver case was opened for further evaluation. The speaker resistance was measured and the resistance wass within specification. A review of the data log did not find any errors related to the customer complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Contents are included below due to e-submitter mapping issue encountered beginning on (B)(4)2017 whereby h.10 contents are not populating on packaged medwatch 3500a (B)(4).